Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the red one-way valve on the pilot balloon came off. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
D3. Mfg establishment name: corrected. D5. Operator of device: corrected. D7a. Single use device: corrected. H3 and h6 codes, updated. One used device was returned for investigation. The device was visually inspected and no physical damage or other anomalies observed. During the functional testing, the cuff was inflated and deflated several times, in order to test the function of the red one-way inflation vale, the valve functioned as expected and did not show any signs of coming apart. The customer reported issue was unable to replicate. A device history record (DHR) review could not be performed as the lot number was unknown.